Event description:
It was reported that an alert 5 occurred, followed by an alarm 7, leading to the customer¿s blood glucose level reaching 532 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections. Technical support educated the caller on the reasons for the alert and alarm, and the customer acknowledged the information and successfully resumed insulin deliveries.